Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient refused to have their device trickle charged so they discussed a possible replacement. As of (B)(4) 2018 the device was still overdischarged due to the patient wanting it replaced and ¿will not charge.¿ no further complications were anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins). Information was reported that the rep had interrogated the patient's battery. The battery was overdischarged. The patient has memory issues and does not remember to charge. The patient did not want a trickle charge. The patient wants the battery replaced. The patient has heart issues and it is unknown if this is possible. The issue was not resolved at the time of the report. No surgeries have been planned or scheduled. No further complications were reported. No additional patient symptoms were reported.